Event description:
Attempted removal of on-q dual catheters into an abdominal incision three (3) days post-operatively. Resistance to removal met bilaterally. The left side catheter was advanced slightly and removed without difficulty. The right side catheter was advanced slightly and while removing the tubing snapped. Estimate 2 1/4 inches remain in patient.